Manufacturer narrative:
B5 executive summary - updated.

Event description:
It was reported that after implantation of the subject stent at the left internal carotid artery-ophthalmic (c6 segment). As a result from the core lab report showed the percent stenosis within subject stent (%) >50 to =75%, and the apposition of the subject stent to parent artery wall was not fully apposed. The compliant balloon was used to appose the device to the vessel wall (no existing plaque before stenting). The procedure was successfully completed with modified rankin score (mrs) score of 0 without clinical consequences to the patient. Update: received additional information on 05-may-2023 stated that the core lab report just mentioned that during procedure, there was 50 to 75% stenosis within the stent due to apposition issue. Angioplasty was performed to take care of the apposition issue and angio 2 per dsa (digital subtraction angiography) post-procedure mentions that immediately post procedure on 24-mar-2023, there was no parent artery stenosis per edc but there was in-stent stenosis on middle part of the device. The procedure was successfully completed with modified rankin score (mrs) score of 0 without clinical consequences to the patient. No additional information available. Update: received additional information on 16-may-2023 image results revealed that the middle part of the subject device stenosis was resolved after angioplasty. No additional information available.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that after implantation of the subject stent at the left internal carotid artery-ophthalmic (c6 segment). As a result from the core lab report showed the percent stenosis within subject stent (%) >50 to =75%, and the apposition of the subject stent to parent artery wall was not fully apposed. The compliant balloon was used to appose the device to the vessel wall (no existing plaque before stenting). The procedure was successfully completed with modified rankin score (mrs) score of 0 without clinical consequences to the patient.

Event description:
It was reported that after implantation of the subject stent at the left internal carotid artery-ophthalmic (c6 segment). As a result from the core lab report showed the percent stenosis within subject stent (%) >50 to =75%, and the apposition of the subject stent to parent artery wall was not fully apposed. The compliant balloon was used to appose the device to the vessel wall (no existing plaque before stenting). The procedure was successfully completed with modified rankin score (mrs) score of 0 without clinical consequences to the patient. Update: received additional information on 05-may-2023 stated that the core lab report just mentioned that during procedure, there was 50 to 75% stenosis within the stent due to apposition issue. Angioplasty was performed to take care of the apposition issue and angio 2 per dsa (digital subtraction angiography) post-procedure mentions that immediately post procedure on (B)(6) 2023, there was no parent artery stenosis per edc but there was in-stent stenosis on middle part of the device. The procedure was successfully completed with modified rankin score (mrs) score of 0 without clinical consequences to the patient. No additional information available.

Manufacturer narrative:
B1 adverse event/product problem - updated to product problem. B2 outcomes attributed to ae - updated. D4 lot # - corrected from 21931742 to 21931742r. Section d - catalog # - updated from fdc50025 to fd50025. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicates the patient¿s current condition is no adverse event have been reported. Procedure was successfully completed. See mrs (modified rankin scale) score=0. The % stenosis was high at >50 to =75% contributing to the percent stenosis within the subject flow diverter. The physician at the site did not report that %, but only 0-25%. The subject flow diverter was successfully implanted and opened under fluoroscopy during procedure. There was no device deficiency reported in edc. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.